Manufacturer narrative:
The initial report mistakenly stated that the device had not been returned. The device was returned on (B)(6) 2012. The information has been updated under field d10. On 10/21/2019, device evaluation was completed. Device evaluation summary: examination revealed a rent within a crease in the shell of the device. The rent measured approximately 1 cm and was located on the posterior aspect. Microscopic examination of the edges of the rent revealed a tapered wear pattern which is characteristic of a crease/fold failure. Pe also observed an additional shell rent. The rent measured approximately 6 cm and extended to both aspects of the device. Microscopic examination of the edges of this rent revealed parallel striations which are similar to markings made by an instrument perforating silicone material. No other anomalies were observed on the device. Mentor performs 100% inspection and testing of all devices prior to release, pe concluded the rents and crease occurred sometime subsequent to the removal of the device from its protective packaging. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor asr reference number trackwise # 213445. On (B)(6) 2019, mentor became aware that patient was also encountered with capsular contracture; baker grade ii. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation and capsular contracture; baker grade ii. Concomitant medical products: right side; 375cc mentor smooth round moderate plus profile; catalog number: 3502375; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number trackwise # 213445. It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 375cc mentor smooth round moderate plus profile and was presented with left side breast implant deflation and capsular contracture; baker grade ii. As a result, the patient underwent explantation and replacement with catalog number: 3502375; serial number: (B)(4) on the left side on (B)(6) 2012.